Event description:
According to the available information, the patient had a virtue implanted in (B)(6) 2022 and developed post-operative perineal pain for 13 days. There was no reported treatment. Additionally, the patient developed scrotal numbness/discomfort (rare scrotal dysesthesias). There was no reported treatment.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the article reported complications from research that occurred in france.

Manufacturer narrative:
Complications reported were perineal permanent pain and scrotal numbness/discomfort. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.